Event description:
It was reported that collar separation occurred. A guidezilla ii was selected for use. During procedure, the guidezilla ii was unable to be advanced and was difficult to remove. It felt as though the catheter was catching on something. The catheter was removed with the wire. Upon removal, it was noted that the plastic (blue material) had separated from the collar area. The lesion was re-wired and the procedure was completed with a non-bsc product. No patient complications were reported.